Manufacturer narrative:
Device is a combination product.   (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 20x2.25mm promus premier¿ drug-eluting stent was advanced but device was unable to cross the lesion and the shaft broke. The device was removed without complications. The device was removed without complications. The procedure was completed with another of the same device. No patient complications were reported.